Event description:
A baxter service technician reported a pump in which the channel a select button is inoperative. This problem was identified during product evaluation. There was no report of patient injury or medical intervention necessary. This device utilizes user interface module (uim) master software version 5.04.00, categorized as unremediated. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition discovered during service of a pump with an inoperative channel select button on the channel a pump head module (phm) keypad was confirmed during product evaluation. This condition was due to a defective channel a channel select button. The channel a phm keypad was therefore, replaced to correct the reported problem. This issue is currently being investigated under CAPA.